Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly noted. No frozen screen noted. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.

Event description:
Customer was attempting to bolus and the insulin pump locked up. Customer noticed the light and attempted to bolus again and the numbers kept ramping after a battery changed. Blood glucose was 118 mg/dl. Numbers were ramping and the screen was locked. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.